Manufacturer narrative:
Despite multiple requests to have the rv lead sent back for analysis, the rv lead was never returned back from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited a rise in threshold measurements and a decrease in sensing. It was suspected that the rv lead might have microdislodged from its original implant position. Surgical intervention was performed and the rv lead was repositioned but placement difficulty was noted in finding a suitable position within the heart. The physician ultimately decided to explant and replace the rv lead. No additional adverse patient effects were reported.